Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16705.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer has not confirmed the offer, and no further actions were performed on the device. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.